Manufacturer narrative:
The t:slim user guide states: "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump had shut off due to insufficient battery power. Reportedly, the customer had not charged the device and had allowed the pump battery to fully deplete. The customer was educated to charge the pump more frequently. Additionally, it was reported that a button alarm (button alarm 22) occurred. The customer reported that they were sleeping at the time of the alarm. Tandem technical support advised the customer to prevent items from pressing on the button. The customer stated they did not believe they caused the button alarm as they were asleep and stated that the time listed in the pump history was inaccurate. The customer's blood glucose level was 350 mg/dl. The customer administered a manual injection. No further information was provided from the customer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump had shut off due to insufficient battery power. Reportedly, the customer had not charged the device and had allowed the pump battery to fully deplete. The customer was educated to charge the pump more frequently. Additionally, it was reported that a button alarm (button alarm 22) occurred. The customer reported that they were sleeping at the time of the alarm. Tandem technical support advised the customer to prevent items from pressing on the button. The customer stated they did not believe they caused the button alarm as they were asleep. The customer's blood glucose level was 350 mg/dl. The customer administered a manual injection. No further information was provided from the customer.